Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 06/28/2013. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
End user reported that her prodigy glucose meter was giving inconsistent results - 190mg/dl and 169mg/dl. She didn't feel comfortable with the readings and visited urgent care on (B)(6) 2016 in the early afternoon. Upon arrival to urgent care the end user's reading decreased to 144mg/dl. No additional treatments or tests to lower her blood glucose was reported. She was instructed to follow-up with her pcp. The prodigy glucose meter and its components were replaced and no further details were disclosed..

Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.3¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and returned strips (strip lot number:d151208-1*5pcs). The control solution tests for level low were 62 mg/dl, for level high were 284 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. We tested the retain strips (strip lot number:d151208-1) with patient's returned meter, the control solution tests for level low were 64/62 mg/dl; for level high were 259/268 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
This is a supplemental report to initial report 3005862821-2016-00085 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from (B)(4) on 03/14//2017 and an investigation results of the suspect devices were completed by ok biotech.